Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter read inaccurately high compared to another device. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient. On an unspecified date at night time, the patient reported waking up from her sleep because she was sweating and felt a little incoherent. In response to the symptoms, the patient stated she tested her blood glucose with the subject meter and obtained a reading of "379 mg/dl". The patient was surprised to see the high number because she associated the symptoms with a low blood glucose and therefore retested her blood glucose with her spouse's meter (brand unknown) and obtained a result of "30 mg/dl". The patient reported that she treated herself with food and drink in response to the symptoms and low blood glucose reading obtained with her husband¿s meter. At the time of the follow-up call, the patient informed the mss that she tests her blood glucose 7x/day and is on insulin pump therapy. The patient recalls that prior to the onset of symptoms, she tested her blood glucose after dinner, per her routine; however, did not recall the reading obtained. The patient also did not know what may have caused or contributed to the onset of her low symptoms that evening. At the time of troubleshooting, the csr noted that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. Although the patient developed signs/symptoms suggestive of severe hypoglycemia, there is no indication that the subject meter caused or contributed to this serious injury. The patient was already symptomatic at the time she obtained the alleged inaccurate result. However, this complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting.